Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and performed the bicarbonate buffer test. The sensor passed with accurate readings. A cannula split from the tubing was also found.

Event description:
The customer called in to report a change sensor alert. The customer's blood glucose level was 335 mg/dl at the time of incident, but was 92 mg/dl prior to the event. The customer was advised to remove and change out the sensor with the issue. The customer's sensor was replaced and returned.